Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient said every time they unlock the remote, they notice stimulation is off. They don't feel that stimulation is on all the time and feel like they are doing something wrong. After changing their settings, patient reports doing better. They also admitted they messed up their device and didn't have it on so it wasn't working. The patient also reported no longer experiencing pain. Two days later, patient said their urgency may have been due to something coming out "back there" since they weren't feeling stimulation. They also mentioned yesterday was a little bit tougher as a result of not having it high enough. No further patient complications have been reported as a result of this event.